Event description:
It was reported that a detachment issue occurred. The target lesion was located in the middle third of a severely calcified vessel. The 2.25 x 24 mm promus elite drug eluting stent was implanted at 24 atm to treat the target lesion. There was poor expansion and position of the stent due to the severe calcification. The balloon was deflated, however, when the balloon was being removed from the stent, it became trapped and detached. The device was abandoned resulting in a residual lesion of 90% stenosis with an unsatisfactory result and timi 1 flow.

Event description:
It was reported that a detachment issue occurred. The target lesion was located in the middle third of a severely calcified vessel. The 2.25 x 24 mm promus elite drug eluting stent was implanted at 24 atm to treat the target lesion. There was poor expansion and position of the stent due to the severe calcification. The balloon was deflated, however, when the balloon was being removed from the stent, it became trapped and detached. The device was abandoned resulting in a residual lesion of 90% stenosis with an unsatisfactory result and timi 1 flow. It was further stated that the target lesion was 99% stenosed. The device fragment was not retrieved.